Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during withdrawal of a 6f exoseal vascular closure device (vcd), the bleed-back system did not function properly, and no bleeding was observed through the system. There was no reported patient injury. The vcd was prepared and used according to the instructions for use (IFU). The device is being returned for evaluation.

Manufacturer narrative:
As reported, during withdrawal of a 6f exoseal vascular closure device (vcd), the bleed-back system did not function properly, and no bleeding was observed through the system. There was no reported patient injury. The vcd was prepared and used according to the instructions for use (IFU). One non-sterile vascular closure device 6f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black position and the cowling guard was found unlocked. A kinked/bent condition was noted on the delivery shaft located approximately at 14.5 cm from distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. The bench-top test could not be performed. Initially, an attempt was made to clean the exoseal unit by soaking it in hydrogen peroxide in an ultrasonic bath. However, the unit could not be sufficiently cleaned to proceed with the test. Amplified image of the bleed-back indicator was captured, confirming the presence of blood flowing through the mechanism and the indicator. The image provides clear evidence of blood movement within the system. The reported event by the customer as ¿bleed-back indicator ¿ bleed back issue - absent¿ was not confirmed since evidence of blood flow on the bleed back indicator and its adjacent mechanism was noted. A kinked/bent condition was noted on the delivery shaft, a dimensional analysis was performed to verify the correct inner and outer diameter of the component and results were found within specification. It is possible that the kink in the shaft of the device caused blockage of blood flow. Also, procedural, patient related, and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. As per the IFU the exoseal vascular closure device is designed for use with a standard corresponding french size vascular sheath introducer with up to 12 cm working length. The indwelling sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath introducer. The french size of the exoseal vascular closure device must correspond to the french size of the sheath introducer in use. Do not use the exoseal vascular closure device in a sheath with a working length greater than 12 cm. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.